Event description:
Additional information received reported there was a motor stall and recovery. The patient had an MRI on (B)(6) 2013 due to not getting good pain relief. A catheter issue was suspected and the MRI showed a granuloma at the catheter tip. The catheter had also dislodged into the epidural space. The pump was at end of service (eos) soit was decided to replace the pump and catheter on the same day. The surgery went well and the patient was getting good relief.

Manufacturer narrative:
Product ID, 8709sc lot# serial# (B)(4), implanted: 2008 (B)(6), explanted: 2013 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
All previously reported patient and device codes will be updated/corrected to the following for this event: (B)(4).

Event description:
It was reported that the patient's pump had stalled due to an MRI. The stall was noted to have not recovered. The patient's system was replaced, and the patient was noted to have required hospitalization. The patient's outcome was noted to have been a non-serious injury/illness. The medication used within the system was dilaudid 2.0 mg/day. Additional information was requested but not available at the time of this submission. A follow-up report will be submitted if further information is received.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type: catheter. Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type: catheter.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen and dilaudid at unknown doses and concentrations via an implantable infusion pump for spinal pain. It was reported that the patient had a hard time walking. It was stated the patient had a granuloma and the granuloma was the size the size of a soft ball. The event took place in (B)(6) of 2013. It was stated the patient's pump was removed shortly after the granuloma was found. The situation was resolved it was stated the patient had the system removed and then was re-implanted. The medical staff tried to "cut" away as much of the granuloma as they could - however it was dangerously close to the patient's spine. It was stated the medical staff wanted the granuloma to try and dissolve on it's own. No further complications were anticipated/reported.

Event description:
Additional information received from a healthcare professional on 2017-may-23 reported the patient's weight at time of event was (B)(6). No further complications were reported/anticipated.